Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a procedure performed on an unknown date. During the procedure, the navigator hd breaks while inside the patient. There were no patient complications reported as a result of this event. Note: the customer provided two photos; one showed the navigator sheath (split into two) and the dilator inside a red plastic bag. Another showed the device's original pouch. It was observed that the inner wire was stretched out and the sheath had bending marks.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2022 based on the date the manufacturer became aware of the event. Health professional was approximated to yes as the initial reporter name and occupation are unknown, but the event was reported to have occurred at a health care facility. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Block b3: date of event was approximated to 07/01/2022 based on the date the manufacturer became aware of the event. Block h6: medical device code a0414 captures the reportable event of sheath torn. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Additional information: block b5 (procedure outcome), block e1 (initial reporter's name and title), block e3 (initial reporter's occupation).

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a procedure performed on an unknown date. During the procedure, the navigator hd breaks while inside the patient. There were no patient complications reported as a result of this event. Additional information received on july 15, 2022 stated that there were no further complications with the procedure as an outcome of the broken device. Additionally, the procedure was successfully completed after using a new navigator hd device.